Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes customer noticed a formation of a ring of erythrocytes on the surface of the serum. This event occurred 24,300 times. The following information was provided by the initial reporter. The customer stated: the analyzer reported an error caused by the formation of a ring of erythrocytes on the surface of the serum. After centrifugation, a red ring erythrocyte was noted on the surface of the walls in the biochemical tubes. The analyzer needle did not recognize the serum sample due to the formation of air bubbles on the surface of the serum released from the blood (erythrocytes). The samples were rejected, unfortunately the laboratory had to repeat the blood sampling procedure..

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for red cell ring was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for red cell ring was not observed. Bd was unable to duplicate the customer¿s indicated failure, red cell ring because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode red cell ring based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® cat (clot activator tube) plus blood collection tubes customer noticed a formation of a ring of erythrocytes on the surface of the serum. This event occurred 24,300 times. The following information was provided by the initial reporter. The customer stated: the analyzer reported an error caused by the formation of a ring of erythrocytes on the surface of the serum. After centrifugation, a red ring erythrocyte was noted on the surface of the walls in the biochemical tubes. The analyzer needle did not recognize the serum sample due to the formation of air bubbles on the surface of the serum released from the blood (erythrocytes). The samples were rejected, unfortunately the laboratory had to repeat the blood sampling procedure.